Manufacturer narrative:
The device remains implanted. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the implant procedure, the patient developed weakness on the left arm and left side of the body. The patient was admitted to a rehabilitation facility. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective pain relief.